Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Facility declined to provide. Additional information obtained indicated procedure type was therapeutic. No resistance was encountered. By report, our product did not cause the issue. No tests/laboratory data available. The implant or explant dates are not applicable to this device. Device was discarded and not returned for analysis. No evaluation performed as device was discarded at the facility and not returned for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported the customer did an ifr and it was significant. They went to fix lad, did a stent and then proximal to "osteial". Ballooned in left vein and caused dissection and had to stent left vein. Patient had no rhythm and they did chest compression. After getting a rhythm back, doctor was able to get a balloon in and sent patient to university of (B)(6) to complete the procedure. This report is being submitted because an adverse event (dissection) occured during a procedure in which our device was used.